Event description:
It was reported that there was a confirmed motor stall noted in the event logs, with no motor stall recovery recorded. The reporter stated the patient came to the health care provider (hcp) office to have the pump status checked due to hearing the pump alarm. The logs showed a stall occurred on (B)(6) 2013 at 20:44, and a tube set occurred on (B)(6) 2013. Per the reporter, there was no electromagnetic interference (emi) or magnetic interaction. Withdrawal was also reported, with symptoms of yawning, diarrhea, muscle aches and increased pain. It was noted there would be a pump or catheter replacement. The pump system was being used to deliver fentanyl and bupivacaine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump logs noted the motor stall and recovery. During analysis some of the teeth of gear wheel 3 were corroded. Significant residue and shaft wear was noted on the upper shaft of gear 2 and residue was seen on the jewel where the upper shaft of gear 2 inserts into the top bridge assembly. In conclusion, analysis noted anomalies of the pump motor gear train. These included corrosion and/or wear and/or lubrication and stall due to shaft bearing and gear wheel 3.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was further reported that a critical alarm occurred due to a motor stall. It was reported as a false motor stall/telemetry state. The logs were checked and reported as the diagnostic testing/troubleshooting the cause was not determined. Further, the patient heard the pump alarm on (B)(6) 2013 and saw the physician on (B)(6) 2013. The patient did experience increase pain levels related to this device issue. The physician scheduled a pump replacement and placed the patient on oral and transdermal medications to manage the pain. The elective replacement indicator status was seven months. The patient's cause of pain was portal vein thrombosis and the patient did have great pain relief prior to the pump alarm. The device was ultimately explanted and to be returned. In addition, there was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.